Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high threshold measurements and decreased impedance measurements due to suspected lead fracture. Surgical intervention was performed and the lv was explanted and replaced. No additional adverse patient effects were reported.